Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to high blood glucose and broken leg. The blood glucose reading was 400mg/dl, and his blood glucose was treated with manual injections. Troubleshooting was performed. The customer stated that the insulin pump had a blank display. Further testing could not be performed as customer did not have batteries available at the time. The social worker from the hospital called and requested the device be replaced. No further information was provided.